Event description:
It was reported that the patient was seen with high impedance. The patient and the patient's mother had declined any recent falls or trauma to the area. The lead impedance was >=9,000 ohms with a warning sign. It was later reported that no x-rays were preformed and that revision surgery is planned. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.